Event description:
It was reported, revision of a femoral non-union in which pt had broken a plate and screw construct for the second time. Surgeon wanted to fix with an im rod. Pt anatomy/femoral canal would only allow for a 7mm nail. It was made clear that the humeral nail was being implanted "off label". T2 nail humeral nail as implanted through a standard femoral nailing technique. Drilling and placement of proximal interlocking screws was difficult but they went in . Final a/p x-ray of proximal screws was taken, but no lateral x-ray. Post op x-ray showed that the 2 proximal screws had missed the nail completely. Pt was taken back to surgery immediately to revise proximal screws.

Manufacturer narrative:
It is not known at this time if the device will be returned for investigation. Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.